Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that no repair or evaluation were done. The iabp is cleared for use.

Event description:
The nurse stated that she checked both batteries prior to departure from (B)(6) to (B)(6) and placed transport power supply in the cardiosave intra-aortic balloon pump (iabp) before take off. At bedside in (B)(6) the pump was not turned on until just before they left. At the airport when the iabp was placed in standby to load the patient, it stopped. The team quickly placed the back up battery in and powered up the pump again until the plane was ready. They were able to complete the transport with no further stoppage. There was no patient harm and no adverse event was reported.